Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in pacing inhibition. The patient felt dizzy and had a pulse rate of 40 beats per minute. The lead was capped and replaced. During the procedure, it was noted that the lead exhibited insulation abrasion. The patient tolerated the procedure well.